Event description:
It was reported that the device had reset. Review by the manufacturer's technical consultants of the device data noted that the device was operating as expected after the reset. The alert was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and power on reset parameters were noted. On 28-may-10, the device recorded a write to locked ram power on reset.